Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic low rectal resection, while the rectum was being cut and anastomosed, when the manual stapler was fired, there was poor staple formation wherein the staples were straight after being fired and didn't see the staples after the firing. There was also an incomplete staple line which was fixed by cutting and suturing. A circular stapler was also used. It was noted that an improperly matched instrument and anvil combination were used. The donut was also incomplete. The staples were straight after firing. The anvil could not be tilted after firing as well. The staple line was fixed through excision and re-sewing. They re-use a set of other brands of products to complete the surgery.

Manufacturer narrative:
New information was received and this report with MFR report number: 2647580-2018-06230 will be reported under MFR report number: 26 47580-2019-00926. Any additional information received in the future will be captured and submitted under the report number 2647580-2019-00926. If information is provided in the future, a supplemental report will be issued.